Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; several requests were made and no response was received. As such, the event determination, off-label conditions, related patient harms, and patient disposition could not be assessed with medical records/images. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) months post initial procedure, a type 1a endoleak was identified by a CT (computed tomography). An intervention is being discussed. The patient is currently being monitored. Additional information received indicating that the physician elected to successfully treat the patient by implanting a palmaz stent on (B)(6) 2020 at the center of the proximal ring. The endoleak was confirmed resolved.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) months post initial procedure, a type 1a endoleak was identified by a CT (computed tomography). An intervention is being discussed. The patient is currently being monitored.